Event description:
Tap-it was reported that 56 days after implantation of a 2.75x20 mm taxus exress2 drug eluting stent, an instent restentosis occurred. During the initial procedure, the target lesion was located in the proximal to middle anterior descending (lad) artery. A pre-intervention stenosis of 80% was reported. The vessel was reported not to be tortuous or calcified. After the balloon dilation of the lad and the 1st diagonal artery, a 2.75x20 mm taxus stent was deployed in the lesion. A post-intervention stenosis of 0% was reported for the lad. The patient received information was reported on patient complications. The patient presented 56 days after the initial prcedure with an in-stent restenosis fo 80% in the lad reduced to 5%. A 3.00x8 mm taxus express2 stent was deplloyed at the proximal edge and overlapping the previously placed 2.72x20 mm taxus stent. A 2.5x15 mm voyager balloon was used to post-dilate the distal portion of the 2.75x20 mm taxus stent. Final angiographic results were reported as "excellent flow with no evidence of dissection," patient complications were reported as "none" and patient condition was reported as "satsisfactory/good."